Event description:
It is reported that during surgery in 2009, the sales associate picked an option femur instead of a porous coated component. The chosen component was shown to the circulating nurse, the scrub tech, and the surgeon, per hospital guidelines, and all approved of the selected item. The option femoral component was implanted (without cement). The mistake was not noticed until the next day, and it was decided by the physician that the patient should be brought back to the or and have the proper porous component implanted. This was done three days later.

Manufacturer narrative:
Evaluation summary: an option femoral implant was used rather than the porous femoral implant required. The mistake was discovered the following day. No cement was used on the option femoral implant as required in the packaging insert. Revision surgery was performed with the correct porous implant. The use of cement is required with the option femoral implants. The reason for the revision was due to the fact that the incorrect implant was used, and the surgical technique was not followed. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.